Event description:
The complainant reported that an aic controller experienced an optical sensor failure. There was no patient involvement associated with the noted issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs revealed that at the time of the placement signal low alarm, the optical parameters were within specification. The console was returned for further investigation. The optical system was tested and all optical parameters were confirmed to be within specification. The reported complaint was unable to be reproduced. No issues were found with the console. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.